Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Manufacturer narrative: secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/halos. The lens was removed, and the problem was resolved. Cause of the event is unknown.